Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient was transferred internally and was told by a previous caller that the call center can help the patient find medical supplies for collecting urine. The patient reported the device works off and on and sometimes during the day, but they are not sure if the device is working for their symptoms. Patient then said they have to check the device all the time because the patient can't tell if the device is working for their symptoms. The patient then said the device works a little and that the medication works during the day. Patient then said they retain liquids because sometimes symptoms are strong and sometimes the patient is fine during the day, but they are "flowing all over" at night. They added that they wear 3-4 pads and have accidents on top of (B)(6); they said they look ridiculous. The consumer also isn't sure what they are looking for and they are unsure if they should start wearing adult diapers. No further patient complications have been reported as a result of this event.